Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he is having issues with his sensor. Customer's blood glucose was 40 mg/dl at the time of the incident. Customer states that he is unable to connect. The product will not be returned for analysis.